Event description:
It was reported that a user experienced recurrent low glucose events while using the ilet, including a reported lowest value of 40 mg/dl and device low-glucose alerts, and was advised to avoid meal announcements that would trigger a 20-gram carbohydrate dose since this reportedly led to subsequent hypoglycemia; the user was further assisted by clinical support. Symptoms included hypoglycemia. Outcomes included urgent low glucose managed with oral glucose. Investigation included troubleshooting and user education performed with clinical support. Investigation of this case revealed no confirmed device malfunction and suggested cause unclear, with potential user interaction related to meal announcement behavior. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.